Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported on (B)(6) 2019, the patient had an infection. It was indicated that this event was not related to the effectiveness of the device. The most recent update regarding this event was that medical intervention was initiated and that the device remains in service.